Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
On 07jun2025, the customer reported having quality control (qc) issues when using the architect stat troponin-I assay. The customer noted an instrument error message of a stat pipettor aspiration error. The customer calibrated the stat pipettor and qc recovered within range. The issue was observed again on (B)(6) 2025, so the customer recalibrated the assay and qc was within range. On (B)(6) 2025, the customer noted level 1 qc result was out of range high with a value of 0.03 (range: 0.00-0.02 ng/ml). On (B)(6) 2025, the customer reported a falsely elevated architect stat troponin-I result for one patient sample. The following data was provided (reference range: < 0.04 ng/ml): sid (B)(6). At 00:17, troponin initial result = 0.40 ng/ml at 01:23, repeat troponin result = 0.00 ng/ml repeat result on another architect analyzer = 0.0 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 27173un24. The historical performance was reviewed for lot 27173un24 which was evaluated using data from customers worldwide for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 27173un24 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 27173un24. The device history record was reviewed and did not identify any nonconformances or deviations associated with the complaint lot 27173un24. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect stat troponin-I reagent lot 27173un24 was identified.

Event description:
On (B)(6) 2025, the customer reported having quality control (qc) issues when using the architect stat troponin-I assay. The customer noted an instrument error message of a stat pipettor aspiration error. The customer calibrated the stat pipettor and qc recovered within range. The issue was observed again on (B)(6) 2025, so the customer recalibrated the assay and qc was within range. On (B)(6) 2025, the customer noted level 1 qc result was out of range high with a value of 0.03 (range: 0.00-0.02 ng/ml). On (B)(6) 2025, the customer reported a falsely elevated architect stat troponin-I result for one patient sample. The following data was provided (reference range: < 0.04 ng/ml): sid (B)(6): at 00:17, troponin initial result = 0.40 ng/ml, at 01:23, repeat troponin result = 0.00 ng/ml, repeat result on another architect analyzer = 0.0 ng/ml . There was no impact to patient management reported.